Event description:
It was reported that the patient was experiencing an undesired sensation with spinal cord stimulation (scs). The patient underwent explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6). Batch: 20603028 UDI: (B)(4).